Event description:
It was reported to boston scientific corp in 2008 that a resolution clip device was used during a gastroscopy procedure performed about a day prior. According to the complainant, "the clip was advanced down the scope... In order to clip a mucosal tear.... The mucosa was clipped, but the clip did not release from the catheter." It was further reported that the clip was removed from the mucosa without additional trauma to the tissue. The physician completed the procedure with another resolution clip device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. The july 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.